Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) that during the unknown surgery on (B)(6) the connecting screw for upper tibia nail has broken and two stardrive screwdrivers has been damaged. This is report 2 of 3 for complaint (B)(4).